Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 22059241, medical device expiration date: 17-may-2025, and device manufacture date: 17-may-2022. Medical device lot #: 21119582, medical device expiration date: 24-nov-2024, and device manufacture date: 11-nov-2021. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd alaris¿ smartsite¿ low sorbing set each from lots 22059241 and 21119582 had issues with the tubing coming apart during use and causing chemotherapy medicine to leak out. The following information was provided by the initial reporter: "our cancer center experienced 2 incidents of chemo spills attributed to the tubing coming apart. I circled the area that the team identified as the area of separation."

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of chemo tubing coming apart could not be verified due to the product not being returned for failure investigation. Device history record review for model 10013902 lot number 22059241 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model 10013902 lot number 21119582 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. H3 other text : see h10

Event description:
It was reported that 1 bd alaris¿ smartsite¿ low sorbing set each from lots 22059241 and 21119582 had issues with the tubing coming apart during use and causing chemotherapy medicine to leak out. The following information was provided by the initial reporter: "our cancer center experienced 2 incidents of chemo spills attributed to the tubing coming apart. I circled the area that the team identified as the area of separation."